Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn. No intervention was provided.

Event description:
A report was received that the patient's trial implant was causing more pain. The patient underwent an explant procedure.

Event description:
A report was received that the patient's trial implant was causing more pain. The patient underwent an explant procedure.